Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted the helium pressure dropping in the pneumatic display screen and installed a new tank seal. The stm disassembled the iabp to try to hear the leak and could hear an audible leak around the helium regulator. The stm checked the fittings and tubing and all seemed tight. The helium appeared to be leaking around the pressure adjuster. The stm installed a new regulator and the issue was resolved. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6), which differs from that of the event site. The full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.